Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back regarding a follow up letter they received and provided new information. The pt reported they never went to their hcp appointment because they have other medical issues to take care of first. Pt stated they need eye surgery and knee surgery before dealing with their scs device. Pt reported they cannot wear the belt to charge and is unsure if it because of the ins placement. Pt still experiencing stinging. Pt stated they will deal with the scs device when their eye and knee surgery are done.

Manufacturer narrative:
Concomitant medical device: product ID 977a260, serial/lot#: (B)(4), implanted: (B)(6) 2021, product type lead, product ID 977a260, serial/lot# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on (B)(6) 2022 regarding an implantable neurostimulator (ins). The reason for call was caller mentioned that they are scheduled to see their doctor because they think there is a wire loose. Caller stated that for a couple months, possibly since may, they've been experiencing a stinging sensation around the implanted battery. Caller added that they don't notice it all the time but it's there. No device issue was reported on the ins. Additional information was received from the patient on (B)(6) 2022. The patient reported they were calling to respond to questions in a follow up letter they received. They reported that they couldn't identify any factors/circumstances that may have caused/contributed to the reported event. They stated it just started out of nowhere. The pt confirmed that the doctor has not done any diagnostic testing and had suggested to the pt to see a neurosurgeon. The doctor thinks maybe a wire came loose because the patient was hurting and felt stinging under the ins. The pain is intermittent for the patient. The pt has an appointment scheduled for (B)(6) 2022 to see the doctor about this event, so the actions/interventions were not available at the time of this report. Patient weight was requested but the information was not reported by the patient.